Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms, unexpected restart error or reset time or date anomaly after change battery noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and battery out limit. The insulin pump alarmed unexpected restart after inserting a new battery. The customer's blood glucose level was 75 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.